Event description:
The reporter indicated the surgeon attempted to insert a cc4204a collamer aspheric single piece lens and the haptic was bent. There was pt contact, but no injury. Add'l info has been requested, but none has been forthcoming. If add'l info is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).method - (other): lens work order search. Result - (other): visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the work order. Conclusion - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).